Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found there was no image and an e216 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the scope not connecting, no image and the e216 error message was fluid invasion in the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was not connecting. The issue occurred during device setup. There was no patient involvement.